Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of hyperkalemia and a low hemoglobin (characterized by malaise, lethargy, feeling cold), which required hospitalization, medicinal intervention, the transfusion of blood products, and consistent ccpd therapy. The pdrn attributed the cause of the patient¿s hyperkalemia to his chronic non-compliance with his fluid/dietary restrictions, as well as failing to complete the prescribed number of ccpd treatments weekly. Patient related factors such as non-compliance (unintentional or otherwise) can be a significant contributing factor when evaluating poor outcomes. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications. This is further evidenced by the patient¿s continued use of the same liberty select cycler.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to hyperkalemia and a low hemoglobin. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2026 with complaints of lethargy, feeling of being cold (afebrile), and malaise. Hematological studies were performed and it was discovered the patient was hyperkalemic (result not provided) and suffering from a low hemoglobin (result not provided, chronic issue). The patient was treated with a unit of packed red blood cells, insulin (route, dose, frequency, duration not provided), and ccpd therapy with good effect. The patient was discharged home in stable condition on (B)(6) 2026 and recovered from the serious adverse events. Following discharge, the patient continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues. The pdrn attributed the cause of the patient¿s hyperkalemia to his chronic non-compliance as it pertains to fluid/dietary restrictions and completing the prescribed number of ccpd treatments weekly. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.